Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is company representative. Device history review: part: 03.111.751, lot: 516772, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 18..oct.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during spd maintenance, the soft tissue attachment/j-shaped f/bone reduction forceps was discovered broken. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was completed: a picture of the soft tissue attachment/ j-shaped/bone reduction forceps was received. The photo shows that rounded portion of the device is cracked and has missing material which likely broke off from the device. This is consistent with the reported complaint condition, thus confirming the complaint. The device was received. The rounded portion of the device is cracked and also has missing material which likely broke off from the device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed due to post-manufacturing damage. The relevant drawing(s) was reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.